Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 748240, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patients inss were replaced. The wire or part of the wire was replaced on the right side. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the reason for the replacement of the extension was due to a device issue.